Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the malfunction without recurrence. The customer was instructed to continue using the pump and to contact support if the issue recurs, which the caller acknowledged and understood.